Manufacturer narrative:
This report is submitted on february 09, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to poor magnet retention. It is unknown if there are plans to reimplant the patient as of the date of this report.